Event description:
The customer reported that during a total laparoscopic hysterectomy, the device alarmed and a red light was observed. The device was removed from the surgical field and was then cleaned by the attending scrub nurse. While the scrub nurse was cleaning the dissector, a piece of the active waveguide disengaged. The surgeon finished the procedure with another type of device. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.